Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, b5 correction, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for particulate noticed was confirmed based on returned device evaluation. Material analysis was performed on the white string is consistent to 'ptfe, heat shrink' material. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. While there is a source of ptfe, heat shrink present in the manufacturing process for temporary valve ID attachment. No labeling/IFU deficiencies were identified during evaluation. As reported, 'a 26mm sapien 3 ultra was opened and two errant strings were observed on the valve. It was placed in a bowl of sterile normal saline, but the strings were noticed almost immediately'. Based on the investigation, the source of the white strings (ptfe, heat shrink-like material) is from the temporary valve ID tag attachment process. These ptfe threads were only used for temporary ID tag attachment onto the valve for valve identification during the valve assembly process, and it will be removed during the final valve packaging. Per returned device, a knot was on the white string, which indicated that the white string (ptfe, heat shrink-like material) had been used for valve ID tag attachment, and it was left after the temporary ptfe thread removal. In this case, it was likely the used temporary ptfe thread was not completely removed and verified from the finish valve per procedure due to operator error, leading to used white string remaining on valve as reported. As such, available information suggests that manufacturing issue (operator error) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), a 26mm sapien 3 ultra was opened and two errant strings were observed on the valve. It was placed in a bowl of sterile normal saline but the strings were noticed almost immediately. We decided to replace the valve to address this abnormality. A second valve was opened, prepared in standard operation, and implanted successfully in the patient with no complications. Upon follow up, the fcs sent photos of the valve attached in the activities tab. The particulate was noticed upon opening the jar and after cutting off the plastic storage frame. It consisted of white strings located on the inside of the valve. The valve was rinsed in an attempt to remove the particulate. No surgical towels were used in the operating room. Upon further investigation and review of the complaint, it was determined that the white string referenced was not attached to the valve.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a 26mm sapien 3 ultra was opened and two errant strings were observed on the valve. It was placed in a bowl of sterile normal saline but the strings were noticed almost immediately. We decided to replace the valve to address this abnormality. A second valve was opened, prepared in standard operation, and implanted successfully in the patient with no complications. Upon follow up, the fcs sent photos of the valve attached in the activities tab. The particulate was noticed upon opening the jar and after cutting off the plastic storage frame. It consisted of white strings located on the inside of the valve. The valve was rinsed in an attempt to remove the particulate. No surgical towels were used in the operating room. Upon review at online valve inspection meeting, based on new findings, the white string referenced in the complaint was not attached to the valve.